Event description:
A doctor's office alleged that a patient had developed a reaction with symptoms of facial swelling inside and outside of the mouth and lesions in the mouth after a procedure was completed which utilized the correct quick bite product.

Manufacturer narrative:
The reaction began later in the day after exposure to the product into the next day. The patient visited the dentist the next day, and was referred to a family physician. The patient sought further medical attention from the family physician and was diagnosed with an allergic reaction. The patient was prescribed steroids for treatment. After approximately one (1) week, the reaction had subsided. It was confirmed that the patient has fully recovered and is doing fine at this time.